Event description:
Following angioplasty and stenting of the target lesion, it was noted that the pt suffered an embolism in the left anterior tibial artery. The pt is a male who was enrolled in the study. The index procedure took place in 2008. The target lesion was the proximal and mid left superficial femoral artery (sfa). The vessel anatomy at the lesion site was straight. The de novo lesion was situated 300 mm from the superior edge of the patella. The total occluded lesion length was 210 mm. A thrombus was present at the site. The lesion was calcified. The reference vessel diameter was 5.0 mm. The pt was randomized to angioplasty (pta). The puncture site was ipsilateral. The popliteal, anterior and posterior tibial and peroneal arteries were all patent. A fox/abbott plus 5.0 x 80 mm balloon was used to dilate the lesion (10 atm, 120 sec). The percentage of stenosis after dilation was 80%. A dissection had occurred at the lesion site, which has been treated with 3 smart stents (2 study smart stents: 7 x 100 mm and 1 non-study smart stent: 6 x 40 mm). The same abbott balloon (5.0 x 80) was used to post-dilate the stents (10 atm, 10 sec). The percentage of stenosis after stent placement and after post-dilation is 0%. A lesion distal to the index lesion in the left sfa was also treated (after the index lesion) with the abbott balloon 5.0 x 80 mm and the popliteal artery, ipsilateral, had been treated with an abbott balloon 5.0 x 20 mm. It is unk if the stents caused the embolism. The event was evaluated and determined to be unlikely related to the study prods, and highly probably related to the procedure. The outcome was resolved the same day.

Manufacturer narrative:
The prod is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. Please not that this medwatch report represents one of two prods involved with this event which is associated with mfg report # 9616099-2008-02751.